Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-mar-09, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the pt lost connection while charging ins and charging session ended, was charged up to 80% when he saw "terminated" message. Technical services specialist (tss) reviewed this is normal message to see in context of charging ins. Caller told by pt that pt feels a tingling sense of stim when the ins battery level gets below 20%. Pt typically uses dtm settings so doesn't usually feel stim. Caller thinks pt has been using dtm since implant. Tss didn't know how to explain what pt was experiencing. On 2022-03-11, additional information was received from the manufacturer representative (rep) reporting that the cause of the tingling sensation was unknown. The patient just stated that they could often tell when their battery level was getting low, because they feel like they feel their stimulation. No actions were taken to address the tingling sensation at this time. It was reported that the patient uses the scs 24/7 for pain relief at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep) on 3/17 reporting patient charges every other day, when ins is below 40%, stimulation still on, patient feels a surge of energy. Caller reports this started about 2 weeks post implant, when stimulation was turned on. Caller reports happens only when ins is below 40%, does not matter which position patient is in. Ins currently at 90% charged. Palpitation performed with stimulation on and off. Caller reports patient feels tender and sensitive to touch, ins appears superficial medial aspect of the battery, but tender all over. Ins header might be implanted at an angle. Ins site is well healed, no redness. Caller reports the surges is at the ins pocket and low back, no surging down on his leg. Impedance are within range. 800-1000 ohms suggest patient to charge every day instead of every other day and keep ins battery level above 40% redirect caller to patient's hcp.